Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in one piece. Final analysis found lead insulation degradation at 4.5 cm, 4.6 cm, 4.8 cm, and at 5.0 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction - mfg date should have been reported as mar 28, 2008.